Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level, as it was confirmed not to exceed 500 mg/dl (27.7 mmol/l). Technical support instructed the caller on several steps to address the occlusion issue, including disconnecting tubing from the site, adjusting the t:lock, and delivering boluses, which successfully resolved the issue. The customer was advised to replace supplies as necessary and resume insulin. Reportedly, the customer was using cold insulin to fill cartridge. Tandem customer technical support informed customer that the cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.